Manufacturer narrative:
Concomitant medical products: logic tibia ps mod insrt sz 2.5 13mm (cat# 02-012-35-2513 / serial# (B)(4), lgc tibial fit tray cem sz 2.5f / 2.5t (cat# 02-012-45-2525 / serial# (B)(4) three peg patella 29mm (cat# 200-02-29 / serial# (B)(4), fluted stem extension 25l x 14 mm (cat# 204-34-02 / serial# (B)(4) tibial stem ext. Screw (cat# 204-70-00 / serial# (B)(4). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately 6 years post initial left side tka, this (B)(6) female patient had a revision due to severe osteolysis around femoral component of both condyles and anterior flange and also severe osteolysis of proximal tibia.

Manufacturer narrative:
Concomitant medical products: logic tibia ps mod insrt sz 2.5 13mm (cat# 02-012-35-2513 / serial# (B)(4), lgc tibial fit tray cem sz 2.5f / 2.5t (cat# 02-012-45-2525 / serial# (B)(4) three peg patella 29mm (cat# 200-02-29 / serial# (B)(4), fluted stem extension 25l x 14 mm (cat# 204-34-02 / serial# (B)(4) tibial stem ext. Screw (cat# 204-70-00 / serial# (B)(4). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately 6 years post initial left side tka, this (B)(6) female patient had a revision due to severe osteolysis around femoral component of both condyles and anterior flange and also severe osteolysis of proximal tibia.

Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h2, h3 and h6 have been updated accordingly. (H3 the revision reported was likely the result of osteolysis possibly related to wear of the tibial insert, which allowed for the femoral component and tibial tray to loosen from the bone. However, this cannot be confirmed because wear of the tibial insert was not reported, no images of the revised components were provided, and the devices were not returned to exactech for evaluation. The most probable root cause associated with the reported event of "osteolysis¿ is associated with destruction or disappearance of bone tissue likely related to weakened integration of an implant at the bone-implant interface.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: h6: component code. The following sections were corrected: b5, h6: health effect - clinical code.

Event description:
It was reported via a legal notification that a patient's initial left knee implanted was revised approximately 6 years 3 months post the initial procedure. It was stated that this patient has suffered permanent and debilitating injures and damages, including but not limited to, significant pain and discomfort; gait impairment; poor balance; difficulty walking; component part loosening; soft tissue damage; bone loss; and other injuries presently undiagnosed, which all require ongoing medical care.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. PMA 510k cannot be determined; device is unknown. Expiration date and manufactured date cannot be determined; device is unknown. The reason for the revision reported cannot be confirmed from the information provided but may be the result of tibial loosening, instability, and prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user-related considerations to the event could not be assessed as the devices were not available for evaluation and images and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.